Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a blank display due to battery cap completely breaking. Customer held batteries in with tape. Customer was advised that battery cap would be replaced. No further information provided.